Manufacturer narrative:
A ge service representative performed an onsite investigation. No further repair info is available.

Event description:
It was reported that the system displayed a communication error message at boot up. This error may result in a system lock up, no boot, or shut down. There is no report of injury or death associated with the event described in this complaint.